Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to the flu and high blood glucose of 450mg/dl. It was reported that the customer was experiencing unexplained high glucose. It was stated that the insulin pump had a blank display and the caller will call back. The mother called back and stated that a new battery was inserted. Assisted the caller with clearing the alarms and setting the programming, time, and date on the insulin pump. The mother called back again and stated that the blood glucose meter is faulty. The caller stated that the programming and the daily totals were not matching. A replacement of the insulin pump will be sent. No further information was provided.